Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. On (B)(6) 2016 - changed the e-stop button because it was reported as broken. Found gantry motion controller power issues on door open and close. Ordered a controller as well to replace out next day. On (B)(6) 2016 - door would not open during testing. Replaced gantry motion controller. System passed all testing. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was unable to boot up past the motion functions. The system was rebooted without resolution. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The e-stop buttone was returned to the manufacturer for analysis. The button passed visual inspection. E-stop button is functioning as expected. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Correction to device manufacturing date now provided.

Manufacturer narrative:
Analysis of the returned motion control box could not confirm any failure as it passed all testing and functioned as intended without problems. While under testing, home was invalidated numerous times and motion calibrated. Door open and close was as expected and the pendant registered the correct condition each time.